Event description:
Kelly states that the only part of the chair that works is the base, no seating functions. The recall is being ordered. The patient is deaf and can not communicate if she is stranded or needs help. Kelly states that the chair will just stop. Service center was given and the recall has been ordered through a company that kelly states isn't a good dealer and she does not want to do business with them further..